Event description:
Procedure: colostomy. According to the reporter: the customer informs that a piece of jaw coating is dropped inside the surgical field. The piece was retrieved with a grasper. No patient injury. No delay in surgery. No blood loss. No incision extension. No tissue loss.

Manufacturer narrative:
(B)(4).